Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: d10: the date returned to manufacturer was documented as march 11, 2019 on the initial report. This date has been updated to june 13, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the small battery drive device was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Concomitant medical products: battery devices, battery charger devices, battery casing devices, quick coupling device, chuck with key device, battery insertion shield devices. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device would stop working sometimes, and sometimes would work normally. The device was reported to have been used with battery devices, casing devices, insertion shield devices, attachment devices, and a battery charger. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.